Event description:
The customer reported her blood glucose reached 437 mg/dl after two hours of wear. She could smell insulin and removed the pod. The cannula was bent and there was no procedure at the infusion site. She stated that the cannula never inserted.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any defect or deficiency contributed to the reported hyperglycemia. The caller reported that the cannula never inserted into the skin at the infusion site. This could interrupt insulin delivery and contribute to high blood glucose. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result, and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.